Event description:
The micro sagittal saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
It was found that the motor flex is coming apart causing the device to run on it's own.